Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed, ¿no disposable clamp tubing.¿ per reporter, the alarm was silenced but a persistent double beep had continued. The settings were reviewed (reservoir volume 11.5 ml, continuous rate 2.2 ml per hour, total given 90.5 ml). Reporter stated that troubleshooting was not attempted and the patient was redirected to their healthcare provider. No symptoms were reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.